Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.

Manufacturer narrative:
(Result code) was updated as the information provided in the initial medwatch report was incorrect. This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-07049, 1225714-2014-07050 and 2937457-2014-01826. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.